Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Event description:
The following article was reviewed: "endovascular reconstruction of subclavian artery aneurysms in patients with atrial thoracic outlet syndrome" (meena archie, m.d.; hugh gelagert, m.d.; presented at the southern california vascular surgical society 2018 meeting in los angeles; ann vasc surg 2019; 57: 10-15; published online: 23 november 2018) was reviewed. The article identifies 1 patient who had a hemodynamically significant stenosis at 26 months per surveillance ultrasound. The stenosis was treated with paclitaxel-coated balloon angioplasty. Note: both wallstent¿ endoprosthesis (boston scientific, newton, ma) and gore® viabahn® endoprosthesis (w.l.gore, flagstaff, az) were implanted during the study.